Manufacturer narrative:
The controller and transaxle only were returned and evaluated. The smoke and burning smell experienced was likely the result of a pcb failure contained within the metal s-drive controller enclosure. It is unknown what caused the pcb to fail but there was visual evidence that the returned components were stored in a moist area or exposed to liquid.

Event description:
Unit was in storage as it was back for repair when it is alleged it was found smoking and had a burning smell. The controller was opened and appeared that the inside was burned completely including the safety relay.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Unit was in storage as it was back for repair when it is alleged it was found smoking and had a burning smell. The controller was opened and appeared that the inside was burned completely including the safety relay.